Manufacturer narrative:
The insulin pump was received stuck in the force sensor calibration values corrupted alarm loop after battery installation due to a software error. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to force sensor calibration values corrupted alarm. However, the insulin pump powered up properly after battery installation. No blank display noted. No audio or beep anomaly noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a "force sensor calibration values corrupted" alarm. When caller attempted to clear alarm, insulin pump would go blank and then alarm was received again. Troubleshooting could not be performed due to persistent alarm. Customer's blood glucose at the time of incident was unknown, but was 133 mg/dl at the time of call. Caller was advised that insulin pump would need to be replaced.